Event description:
Customer reported he believes the insulin pump is not delivering insulin but it is not alarming no delivery. Customer was advised to make sure if he had over 20.0 insulin units remaining and was instructed to remove the infusion set from the body. However the high pressure test was not completed as the customer did not have a tubing clamp. Customer will call back when he receives it. Blood glucose value is 90 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.